Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that four days post implant the atrial lead was revised. Follow-up was conducted and from the information obtained it was reported that four days post implant it was found that the atrial lead had dislodged. The lead was repositioned and remained in use. It was then further reported that a month and a half post implant the patient's appropriately functioning pacemaker and leads were extracted due to patient's request which was against several physicians' recommendations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.